Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the alaris pump module smartsite low sorbing infusion set that the tubing snapped at the juncture of the filter. The following information was provided by the initial reporter: the tubing snapped at the juncture of the filter.

Manufacturer narrative:
H6: investigation summary a sample was received and the customer's complaint of separation was immediately noticed. This verified the customer's complaint. The tubing was separated from filter and under microscope, there appeared to be a lack of solvent where the tubing was supposed to be soundly connected. The manufacture of this device was notified and after further investigation, the root cause was found to be improper procedure followed when applying the solvent to this portion of set. There has been a quality alert issued to limit further occurrences of this failure. A device history record review for model 10010453 lot number 21115809 was performed. The search showed that a total of 7,683 units in 1 lot number was built on 11nov2021. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported while using the alaris pump module smartsite low sorbing infusion set that the tubing snapped at the juncture of the filter. The following information was provided by the initial reporter: the tubing snapped at the juncture of the filter.